Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged 3 days post implant and a revision was necessary. During the revision, the physician stated there was a problem with the wrench and connection with the set screw and it was not possible to fixate the atrial lead. A new wrench was used but there was no change. The physician stated there was a problem with the grommet. It was also noted there was an issue with the right ventricular (rv) lead connection as the setscrew had dislodged from the header. The device was explanted and replaced. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.